Event description:
It was reported that this during the extraction of the right ventricular lead this right atrial lead was damaged and had to be explanted. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed.

Event description:
It was reported that this during the extraction of the right ventricular lead this right atrial lead was damaged and had to be explanted. This lead was successfully replaced. No additional adverse patient effects were reported.